Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 pump alarmed pump error 23. Pump passed self test and displacement test. No pump error 23 alarms noted during testing. Verified pump alarmed pump error 23 on (B)(6) 2021 at 19:11:49.000 in pump downloaded history due to moisture damage to the pcb1 board and pcb2 board. Unit successfully downloaded to thus. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No pump error 23 alarms noted during testing. Verified pump alarmed pump error 23 on (B)(6) 2021 at 19:11:49.000 in pump downloaded history due to moisture damage to the pcb1 board and pcb2 board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had post reset ram crc alarm. Customer was able to clear the alarm and complete rewind. Customer stated the alarm occurred immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.